Event description:
It was reported that the surgeon was trying to expand an implant and could not do so because the green rings on the plunger broke. He used all the green rings in the set. He ended up implanting a peek spacer instead and had to waste the implant. This caused a 10 minute delay.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review not performed as no lot code was provided.conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-ring.

Event description:
It was reported that the surgeon was trying to expand an implant and could not do so because the green rings on the plunger broke. He used all the green rings in the set. He ended up implanting a peek spacer instead and had to waste the implant. This caused a 10 minute delay.